Manufacturer narrative:
The insulin pump had constant motion sensor test failure alarm during rewind due to motor encoder signal out of phase. No motor error alarm noted. Failure analysis was unable to perform the displacement test or verify motor position encoder error alarm in the alarm history screen due to motion sensor test failure alarm. The insulin pump had minor scratched display window. (B)(4).

Event description:
The customer reported via phone call that they received a motor error alarm. Customer's blood glucose was 122 mg/dl. The customer reported exposing the insulin pump to a magnetic resonance imaging machine. The customer stated the drive support cap appeared to be normal. Customer also stated a motor position encoder error alarm occurred on the insulin pump. The customer was able to clear the alarm, but a motion sensor test failure alarm occurred during the rewind sequence. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.